Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy ¿ unilateral, hysterectomy + uni-s). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, bacterial vaginosis and vulvovaginal candidiasis had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma and vulvovaginal candidiasis to be related to essure. The reporter commented: treatment given for pain, bleeding and bladder urinary problems. Essure removal dates: (B)(6) 2013: unilateral salpingectomy (B)(6) 2014: hysterectomy and unilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events candida vaginosis, bacterial vaginosis, menorrhagia, metrorrhagia, pelvic pain were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy ¿ unilateral, hysterectomy + uni-s). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, bacterial vaginosis and vulvovaginal candidiasis had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma and vulvovaginal candidiasis to be related to essure. The reporter commented: treatment given for pain, bleeding and bladder urinary problems. Essure removal dates: (B)(6) 2013: unilateral salpingectomy (B)(6) 2014: hysterectomy and unilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy ¿ unilateral, hysterectomy + uni-s). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, psychological trauma, bacterial vaginosis, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma and vulvovaginal candidiasis to be related to essure. The reporter commented: treatment given for pain, bleeding and bladder urinary problems. Essure removal dates: (B)(6) 2013: unilateral salpingectomy. (B)(6) 2014: hysterectomy and unilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: case was upgraded to serious incident. Previously reported event ¿injury¿ was replaced with events ¿pelvic pain¿, ¿menorrhagia¿, ¿metrorrhagia¿, ¿psych injury¿, ¿bacterial vaginosis¿, ¿candidal vaginosis¿ and ¿post procedural complication¿ were added. Patient date of birth was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.